Event description:
The customer received two questionably high troponin I stat (tni-stat) results on their elecsys 2010 analyzer. The customer provided data for two patients with discrepant results reported outside the laboratory. The repeat testing was performed on a different elecsys 2010 (B)(4). The first patient had an initial tni-stat result of 0.603 ng/ml. The repeat result was <0.300 ng/ml. The second patient had an initial tni-stat result of 0.540 ng/ml. The ER re-drew the patient and this sample had a result of <0.300 ng/ml. The original sample had a repeat result of <0.300 ng/ml. The re-draw sample had a repeat result of <0.300 ng/ml. The customer considers the repeat values of <0.300 ng/ml to be correct and issued those results as a corrected report. No patients were adversely affected by this event. The field service representative determined there were multiple failures in the fluidics system and the detection systems operation. He replaced the failed parts in the fluidics system. He replaced the sample/reagent (s/r) probe tubing and the seal to the crylon block. He completed the sipper tubing liquid flow cleaning procedure and internal line alignment to measuring cell. He completed sipper and s/r probe air purges. He cleaned and lubricated the s/r head, the sipper head, and the gripper mechanism. Performed primes on the s/r and sipper probes. He adjusted the high voltage power supply. He loosened the tubing fittings for the sipper flow path, cleaned, and retightened the fittings. He ran performance tests, blank cell calibration, calibration, quality control, and precision tests with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined; the wrong measurements were not reproducible. The most likely root cause is a hardware issue. After the local field service representative visit, the instrument passed assay performance checks. Further discrepant results were not reported from the customer. No adverse events were reported.